Event description:
It was reported the customer had a button error alarm. Customer's blood glucose was 370 mg/dl. The customer was already on a back-up plan, taking insulin as in injection. The customer stated the button error alarm occurred during a bolus. The customer's insulin pump was not dropped, bumped, or exposed to moisture. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.